Manufacturer narrative:
The device was received by depuy synthes power tools. The pre-repair assessment was not available to evaluate for this complaint as prior to (B)(4) 2013 pre-repair assessments were not required on every return. If additional information is received a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report 2 of 2. Reporter from (B)(6) reported debris in sterile packaging. It is unknown if the device was used in surgery. It is unknown if there was patient/user injury or medical intervention. The date of event is unknown. There was no additional information provided.